Manufacturer narrative:
No issues were identified during a review of the alarm trace data. There were no issues with instrument maintenance; maintenance actions had been performed on schedule. Qc was acceptable. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for troponin t hs on a cobas e 801 analytical unit. The initial result was 3.12 ng/l with a data flag. The repeat result was 81.2 ng/l. The sample was repeated twice on a different analyzer with results of < 3 ng/l. These results were believed to be correct. The result of 81.2 ng/l is in question.

Manufacturer narrative:
The troponin t hs reagent lot number and expiration date were not provided.